Manufacturer narrative:
Based on the data available through the review and investigation of this file, the most likely underlying cause of the product being explanted is a patient's physiological condition and not as a result of the implants manufactured by biomet microfixation. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A tmj revision surgery due to ankylosis was reported. File one of two.

Manufacturer narrative:
The warnings in the package insert state "removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding." Based on the information received from the surgeon the devices were removed due to ankylosis, which is stiffening or immobility of a joint resulting from disease, trauma, surgery, or bone fusion. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.